Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 railing and bearing was damaged. A field service engineer (fse) arrived on site and worked with pharmacy, replaced both slides on drawer 2. The unit was inspected, the cradle was tightened, and an inventory check was performed. All tests were completed successfully, confirming proper functionality. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 railing and bearing was damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.